Event description:
Additional information received indicates the ipg was explanted to address the issue.

Manufacturer narrative:
Patient weight is estimated. A patient experienced pain/ discomfort at the ipg site was reported to abbott. As a result, the physician explanted the device to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient lost weight and now has discomfort at the ipg site. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.